Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 3,000ml of tpn was programmed to infuse at 100ml for 1 hour and 200ml for 14 hours than 95100 for 1 hour. The total volume to be infused was 3,000ml with a 100ml of overflow in the bag over 16 hours. The bag was noted to be empty sooner than expected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed from the event logs but replicated during testing. The pcu event log showed that there were three infusions for drugid 41 (tpn), 100ml/hour vtbi 100ml, 200ml/hour vtbi 2800ml and 100ml/hour vtbi 100ml. The last infusion programmed for a rate of 100ml/hour did not complete approximately 14 minutes after the infusion was started the pump module alarmed with an ¿ail¿ followed by a ¿flow stop open¿ and then ¿channeled off¿. The total volume infused was 2921.41ml. The pcu event log showed that the pump module delivered 2921.41ml versus the 3000ml programmed to be infused from a bag containing 3100ml of tpn. The bag was found empty with only 292.41ml delivered. The calculated percentage of error is approximately 5.8%. Visual inspection of the pump module observed evidence of fluid ingress beneath the membrane frame and in the pump finger grooves. The pump module failed the initial rate accuracy test. A calibration was performed on the pump module with no errors. Upon completion of the calibration, a rate accuracy test was performed and the pump module passed. The customer¿s disposable set was not returned for investigation. The proximate cause of the over infusion may be attributed to fluid ingress found in the primary finger grooves, which partially restricted the movement of the pumping finger.